Manufacturer narrative:
Event: additional information received was reported under uf/importer report#: (B)(4). Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the reported events could not conclusively be established through this evaluation. In addition, a specific cause for the patient¿s infection could not be determined. Lastly, an analysis of the log file provided by the account confirmed elevated pump power and flows; however, one of the elevations appeared to be due to a pulsitile index (pi) event; a specific cause for the remaining elevations could not be conclusively determined. The submitted log file contained data from on (B)(6) 2019. Three pump power elevations were noted on (B)(6) 2019. The power was observed to elevate up to 6.6 watts and the estimated flow was observed to elevate up to 8.3 lpm. Only one of the power elevations were observed to be associated with a pi event. The pump speed remained above the low speed limit for the duration of the file and showed the pump operating as intended. It was reported that the patient was admitted with elevated ldh and had a positive urinalysis (ua). The patient experienced no symptoms during admittance. The hmii lvas IFU lists hemolysis and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pulmonary hypertension is also listed in the hmii lvas IFU as a potential risk and adverse event associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains a mean arterial blood pressure less than 90 mm hg should be considered adequate. The recommended anticoagulation therapy and inr range is also provided in this document. Lastly, both the IFU, as well as the hmii lvas patient handbook, provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 27sep2019 reported that the patient presented with hemolysis with lactate dehydrogenase (ldh) peaking at 1300, plasma hemoglobin 283, plus hemoglobinuria in the setting of international normalized ratio (inr) 2.5. The patient was on aspirin and persantine therapy. No evidence abnormal pump function was observed in log files or waveforms. Aortic valve was closed on echocardiogram. A decision was made to pursue dual antiplatelet therapy and coumadin along with an escalated plan to pursue heart transplant candidacy. Hypertension was a preexisting characteristic that may have contributed to the event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted due to elevated lactate dehydrogenase (ldh) with positive urinalysis (ua). Log file submitted for review revealed some intermittent power and flow elevations on (B)(6) 2019 and at time the elevations were associated with pulsatile index (pi) events. A ramp echocardiogram was completed and revealed atrioventricular (av) closed with increase in pump rate. The patient¿s persantine increased to 75 mg twice a day on (B)(6) 2019 and aspirin (asa) increased to 324 mg daily; as a result, the patient¿s ldh is slowly trending down. There were no changes in inr range and the patient is currently at home under close monitoring awaiting transplant. No additional information was provided.